Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. Lot traceability was not provided; therefore, the device history records for the guidewire could not be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as a potential adverse event associated with the tavi/tavr procedure. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported: per email, it was reported that: on (B)(6) 2019, the physicians implanted a lotus edge valve on a patient with a prior diagnosed right bundle branch block. Upon insertion of an extra small safari wire into the left ventricle, the patient developed complete heart block. Following the successful implantation of the valve, the patient was observed overnight in the intensive care unit and returned to the cathlab the next morning for evaluation of the heart block. The patient received a dual chamber permanent pacemaker at the conclusion of the evaluation.

Manufacturer narrative:
This is a follow-up to a previously submitted medwatch report. Additional information, including lot traceability, was received on 08/02/2019: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device was discarded and is not expected to be returned for analysis. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. On 08/02/2019, it was reported that there were no complaints against the wire by the physicians. Based on the information received, a combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as a potential adverse event associated with the tavi/tavr procedure. Should additional information be provided a follow-up medwatch report will be filed.

Event description:
Event description: per email, it was reported that: the phyiscians implanted a lotus edge valve on a patient with a prior diagnosed right bundle branch block. Upon insertion of an extra small safari wire into the left ventricle, the patient developed complete heart block. Following the successful implantation of the valve, the patient was observed overnight in the intensive care unit and returned to the cath lab the next morning for evaluation of the heart block. The patient received a dual chamber permanent pacemaker at the conclusion of the evaluation. Additional information received 08/02/2019: the safari2 product was disposed of by hospital staff - will not be returned. There were no complaints against the safari2 wire by physicians. Patient was discharged home shortly after pacemaker implant and is participating in cardiac rehab therapy.